Event description:
Information received from the article: siddiqui et al. Complications after treatment with pipeline embolization for giant distal intracranial aneurysms with or without coil embolization. Neurosurgery. 71:e509-e513, 2012. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. A patient with a giant right middle cerebral artery aneurysm was treated with 2 overlapping pipelines followed by dense coil embolization. Six hours later, the patient experienced left facial droop, pronator drift, and neglect and angiography revealed an acute thrombosis within the pipelines with good retrograde flow from the anterior cerebral artery collaterals all the way up to the m1 segment. Revascularization was unsuccessful because the penumbra could not navigate through the pipelines so the procedure was aborted and the patient was placed on an eptifibatide drip. Although clinical improvement was noted, a repeat angiogram did not show a significant change in the flow through the pipelines. Initially, the patient was very sensitive to mild hypotensive episodes and became symptomatic when her systolic blood pressure dropped below 100 mmhg. The patient received a dopamine drip and volume expanders before oral medications. The patient continued to recover and was discharged home with a mild left facial droop and pronator drift. It was reported the patient made a full neurologic recovery at after three months. The information was received from the same article as MDR# 2029214-2015-00303.

Manufacturer narrative:
The report was created to capture the post procedure complication. The information was received from the article: information received from the article: siddiqui et al. Complications after treatment with pipeline embolization for giant distal intracranial aneurysms with or without coil embolization. Neurosurgery. 71:e509-e513, 2012. Http://www.ncbi.nlm.nih.gov/pubmed/22710418. The devices will not be returned for evaluation as they were implanted in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).